Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter has a sharp edge where the sensor portion meets the white cable, and is showing an issue on channel 26 during the procedure. The device will be returned for investigation. Patient experienced minor bleeding in the nasal cavity, and was sent to the ear, nose and throat department. The last known patient status is good.

Manufacturer narrative:
This report is based on information provided by the complaint tracking system. No product was received. This device has been used in the treatment or diagnosis of a patient. The sample did not meet specification. The picture sample showed a catheter fails calibration and showing error in several sensors. The customer reported the device has a sharp edge where sensor portion meets white cable. And also noticed issues on (B)(6) during procedures. Without the sample a detailed investigation could not be performed. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.